Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified iliac artery. A 12mm epic stent was previously placed where isr occurred and a 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured and was observed to be torn. The device was removed without any issues. The procedure was completed with different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 38mm in length and extended from a position 10mm proximal of the proximal markerband to 8mm distal of the distal markerband. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified iliac artery. A 12mm epic stent was previously placed where isr occurred and a 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured and was observed to be torn. The device was removed without any issues. The procedure was completed with different device. No further patient complications were reported.